Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and allowed remote connection to the system. The ccc specialist reviewed the instrument data, which indicated sample integrity was the cause of the imprecision. The ccc requested the customer to perform a precision test using both levels of quality control (qc). The customer performed precision testing on both levels of qc, which passed. The qc results were within range. The cause of falsely depressed ca results on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium (ca) results were obtained upon initial and 1st repeat testing on one patient sample on a dimension vista 1500 instrument. The initial and repeat results were not reported to the physician(s). The customer tested a different sample tube from the same patient on the instrument multiple times and the results were higher and as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca results.